Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer biomedical engineer (biomed). The biomed confirmed that the transducer was not giving the correct readings by swapping out the transducer was a known good transducer. The biomed was provided a quote for a service exchange to replace the part. Based on the information available and the testing conducted, the cause of the reported problem was a faulty ultrasound (us) transducer. The reported problem was confirmed. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on an avalon us transducer indicating that the transducer is giving inaccurate readings. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.